Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2015 due to "infection". The implanted tornier ascend stem and humeral head was removed. Another device was implanted without incident.

Manufacturer narrative:
After receiving additional information recently, the prosthesis originally reported (ascend) is not concerned. The name and manufacturer of the removed prosthesis (aequalis ascend flex) were corrected in this supplemental MDR. Correction of MFR number: 3000931034-2016-00068. Known inherent risk of procedure, the link with the concerned device is highly improbable. This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2015 due to "infection" (propionibacterium). The implanted tornier ascend flex prosthesis in reverse configuration was removed. Another device was implanted without incident. (B)(6).